Event description:
Customer reportedly obtained a result of 308mg/dl, while testing on advantage system 1, and 93mg/dl and 100mg/dl on advantage system 2. All results were obtained within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in advantage system 1. (B)(4).